Manufacturer narrative:
All available information indicates that this product was modified electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced dizziness and syncopal episodes due to oversensing. A local area sales representative reported rv noise and that the non-bsc device charged but therapy was not delivered as a result of the oversensing. A non-bsc representative reported that an electrocardiogram strip displayed pauses in pacing, confirmed ventricular oversensing and noise was displayed. The device was interrogated and lead testing was successfully performed. The physician elected to resolve the oversensing and to prevent further pauses in pacing by decreasing the ventricular sensitivity. As a result, oversensing and pacing inhibition were no longer noted. To date, no additional adverse patient effects were reported.